Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A registered nurse (rn) reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The rn reported that no medical intervention was needed and the patient was able to complete their treatment. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the emergency room (ER) on (B)(6) 2020 with abdominal pain and cloudy effluent fluid. A peritoneal effluent culture and cell count (elevated wbc, result unknown) were obtained, and the patient was admitted for peritonitis. The patient was started on intravenous (IV) vancomycin 2 grams every 2 days and IV ceftazidime 1.5 grams daily x 14 days (later extended to 21 days). The patient was discharged on (B)(6) 2020 and was transitioned to intraperitoneal (ip) vancomycin and ceftazidime. The peritoneal effluent fluid cultures returned positive for klebsiella pneumoniae, enterococcus faecalis, and staphylococcus epidermidis. The pdrn attributed causality to touch contamination, as the patient admitted to not washing their hands or wearing the proper personal protective equipment (ppe) during completion of therapy. The pdrn stated the patient continued ccpd while hospitalized and following discharge, resumed utilizing the same liberty select cycler as before the events. The pdrn reported the events were unrelated to the utilization of any fresenius product(s) and/or device(s). Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set, and the adverse event of peritonitis, characterized by the presence of abdominal pain, which warranted hospitalization and antibiotic therapy. The events were attributed to touch contamination, as the patient admits to not performing hand hygiene or donning the appropriate ppe during completion of therapy. Staphylococcus epidermidis, klebsiella pneumoniae and enterococcus faecalis are all gram-negative organisms found within the human biota (e.g. Skin, intestinal), and are primarily transmitted through touch contamination. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency, defect or malfunction caused or contributed to the patient¿s serious adverse events. Those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum.